Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero multi-fuse extension set with needleless connector was damaged . The following information was received by the initial reporter with the following: trifuse filter cracked and discolored during infusion. Increased risk for line occlusion. Increased risk of sepsis. Delay in delivery of IV fluids.

Manufacturer narrative:
Additional information: initial reporter address and facility name. Investigation results: it was reported that trifuse filter cracked and discolored during infusion. One sample model mz9270 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to a 10 ml bd syringe and flushed with water. A leakage was observed come from the vent of the filter. Additional air under water test was performed. The set was pressurized with about 10 psi and the vent was submerged under water. There was a steady stream of air bubbles coming from the filter vent. This would indicate that there is no issue with damage/ holes in the membrane. The reason for the membrane leaking is that the hydrophobicity of the membrane must have been compromised during use and not during the manufacturing process. The most probable cause for the discoloration is the medication discoloring the filter. The customer complaint was unable to be replicated. A device history record review could not be performed because a lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends

Event description:
No additional information.